Event description:
Customer called to report that many plates have yeast growing around the edges of the plate. This was not discovered until they were inoculated with patient specimens and incubated. The yeast was not on the streaks and was identified as c. Parapsilosis. Corrected patient reports were issued and a chart review was conducted to determine the impact. This organism was reported in twenty-one patient specimens. Nine patient charts contained a corrected report indicating a likely contaminant with no treatment provided. Twelve patient charts contained a corrected report indicating possible contamination. Two patients were treated with antifungal agents. No adverse effects were experienced during or after treatment.

Manufacturer narrative:
(B)(4) was documented. This report was investigated by completing a review of the batch history record and by reviewing the complaint trending for this batch. No returned materials were received, retention samples are not maintained for this material and there was no remaining inventory available from the batch to evaluate. Review of the batch history record indicates all manufacturing procedures were followed and all components were added as required for this batch. Review of the processing records for this batch indicates that processing was within our specified parameters. All release criteria were acceptable for this batch. Complaint trending shows no other similar reports of contamination on this product. Based upon review of the batch history record and complaint trending, we are unable to corroborate a contamination event on batch 2130187 of material 298192. This product has no sterility claims. While we incorporate aseptic techniques throughout our filling process, our fill lines are not considered "aseptic (10-3)." Product is released based upon actual microbial load testing at an aql of 1.0. Environmental monitoring is used to ensure the fill room environment conditions are adequate and equipment is functioning properly. Corrective action is not indicated for this batch at this time and bd will continue to monitor this product for trends.